Event description:
Customer reportedly received the following results on the performa combo system within 10 minutes: 3.1 mmol/l and 7.0 mmol/l;) 2.8 mmol/l, and 4.9 mmol/l; 17.8 mmol/l and 8.8 mmol/l; 29.2 mmol/l and 4.0 mmol/l; 3.5 mmol/l, 3.6 mmol/l, 3.6 mmol/l, and 6.8 mmol/l; 3.8 mmol/l and 10.3 mmol/l; 5.5 mmol/l and 3.2 mmol/l; 6.0 mmol/l and 2.9 mmol/l; 5.8 mmol/l and 3.4 mmol/l; 5.1 mmol/l and 3.2 mmol/l; 16.3 mmol/l and 8.0 mmol/l; 26.5 mmol/l and 5.7 mmol/l; 17.3 mmol/l and 5.7 mmol/l; 2.8 mmol/l and 8.0 mmol/l; 3.3 mmol/l and 5.4 mmol/l. The comparisons were performed on different dates. No adverse event reported. Requested return of suspect device however customer no longer has the test strips; replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer.